Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device. The actual device was not returned for evaluation.

Event description:
During a retroactive review of distributor incident files, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The patient reportedly developed an oozing sore under the electrode on the left side. Follow up indicated that th patient's nurse placed a bandage over the area and adjusted the electrode slightly to one side. The sore healed.